Manufacturer narrative:
Corrected data: h3 device not explanted corrected to device not returned. Additional manufacturer narrative: an event regarding periprosthetic fracture of the femoral bone involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by clinical consultant indicated: "the implant in situ for a jts distal femur replacement, which was inserted on (B)(6) 2017. The surgeon reported periprosthetic fracture. The CT scan provided showed that the femoral bone has fractured proximal to the tip of the stem. This confirms the reason for revision." Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 22sep2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 13jun2016 to present for similar reported events regarding periprosthetic fracture of the femur involving jts distal femur. There have been 2 other events. Siw will continue to monitor for trends. Conclusions: an event regarding periprosthetic fracture of the femoral bone involving a jts distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because the retrieved implant, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text: device not returned.

Event description:
A patient specific prescription form was submitted for patient's left total femur. Diagnosis is "fracture". Note indicate "periprosthetic fracture, tfr silver to fit tibia" additionally states." Dfr in situ; fractured, need xs total femur to match tibia in situ". Update 12jun2019 " the prescription form states periprosthetic fracture, not implant fracture".

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not explanted.

Event description:
A patient specific prescription form was submitted for patient's left total femur. Diagnosis is "fracture". Note indicate "periprosthetic fracture, tfr silver to fit tibia" additionally states " dfr in situ; fractured, need xs total femur to match tibia in situ". Update (B)(6) 2019 " the prescription form states periprosthetic fracture, not implant fracture".